Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket 2/1 b6 had become unresponsive as a result of faulty cubies. A field service engineer replaced the faulty cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an error message stating "device not detected on bus" and "failed to stay closed". This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.